Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found distal tip and fiber damage, a broken lens, and distal lens damage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. Internal complaint reference: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an unknown procedure, the video arthroscopy lens was cracked externally. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.